Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open pressure ulcers under the right sensing electrodes. Patient advised the skin had ripped off. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest until the area heals. Patient reported applying gauze and cream over the irritated area. Follow up indicated that the irritation is improving.